Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. "Foreign material" is not being returned by facility. Additional information was received in 04/08/2009. (B) (4). (B) (4). (B) (4).

Event description:
A user facility reported that following insertion of an intraocular lens (iol), it was noted that there appeared to be an extra haptic that was not attached to the iol. The foreign material was removed with no injury to the patient. The iol remains implanted.